Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Visual inspection was performed on returned meter. No issues were observed. Meter did not powered on with button depression and test strip insertion. Indicator lights did not flash. Initiated meter communication using usb cable plugged to the meter usb port and a computer usb port and connected to approved software. The communication was not successful and meter display is not on.de-cased meter and performed internal visual inspection. No issues observed.a visual inspection was performed using a digital microscope (eq5324) on the returned meter. No anomalies were observed on the meter.data review is not required. Glucose data readings would not give any indication as to why the meter was not powering on.the new unused batteries were inserted into the returned meter; however, the reader could not power on via button press, strip insertion, or usb cable. The returned meter was then inserted onto the neo test fixture; but still could not power on via button press, strip, or usb. A power consumption test was performed using a keithley source meter and an on-current was observed which was within specification range. Although the on-current test was within specification, the meter failed to drop in current to perform an off-current test. Therefore, the off-current result was not in specification. A digital multimeter was utilized to find any possible shorts within the components; however, no shorts were observed. A digital oscilloscope was then utilized to measure the frequency of the y1 crystal oscillator. The crystal measured a frequency of 60hz which was not within specification range. The crystal was removed from the returned meter and replaced with an out of box crystal. The meter was then able to power on and the crystal measured a frequency which was within specification range.the returned meter was able to power on via button press, usb, and strip insertion when the y1 crystal oscillator was replaced and the crystal was within specification after being swapped; therefore, this issue is confirmed ¿ faulty y1 crystal oscillator.all pertinent information available to abbott diabetes care has been submitted.